Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to moisture damage on keypad traces. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case on the display window corners, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was under control. The customer was not able to set bolus due to numbers were ramping up without button press. The customer stated she has a backup plan on her previous pump.